Event description:
As reported, 5 or 6 surgiphor bottles (device #1, device #2, device #3, device #4, device #5 and device #6) cracked while surgeon was applying pressure to the bottle. No health consequences were reported.

Manufacturer narrative:
It was reported that 5 or 6 surgiphor bottles cracked while surgeon was applying pressure to the bottle. No health consequences were reported. This MDR represents surgiphor bottle (device #6). Additional mdrs were submitted to represent surgiphor bottles (device #1, device #2, device #3, device #4, device #5). Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported that 5 or 6 surgiphor bottles cracked while surgeon was applying pressure to the bottle. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the review of unused lot samples, cracking was observed in four of the eight bottles during testing. The reported event has been confirmed. However, a definitive root cause for the bottle cracking could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, b5, d9, e1, g2, g3, g6, h2, h3, h6, h10, h11. Corrected field: d4 (UDI). This supplemental MDR represents surgiphor bottle (device #6). Additional supplemental mdrs were submitted to represent surgiphor bottles (device #1 to device #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, 5 or 6 surgiphor bottles (device #1, device #2, device #3, device #4, device #5 and device #6) cracked while surgeon was applying pressure to the bottle. The solution spilled across the operative field and floor. No health consequences were reported.